Manufacturer narrative:
Correction: the device availability was inadvertently documented as returned. The device was not retuned for investigation. The date returned to manufacturer was corrected from 1/26/2018 to no. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Manufacturer name: the manufacturer name was inadvertently documented as synthes (B)(4). The name has been updated to depuy synthes products llc. Upon subsequent follow-up with the reporter, additional information was received. The reporter clarified that three additional sagittal saw attachment devices were used in this same event. Therefore, this report is event 1 of 10 of the same event. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 7 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that seven sagittal saw attachment devices stopped working less than one minute after starting. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.